Event description:
The customer received a blood glucose reading of 191mg/dl on the contour meter, re-tested on a different meter and the reading was 100mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. Product will not be returned at this time.